Manufacturer narrative:
The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was not reported. The patient was hospitalized for the event for ten days. Treatment rendered for the event was not reported. At the time of this report, the patient outcome was not reported and the patient was to be discharged from the hospital. On an unreported date, pd catheter was removed, and dianeal and extraneal therapies were placed on hold. No additional information is available as the reporter declined to provide further information.